Manufacturer narrative:
It was confirmed that the mi occurred after implantation of the stents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated non q-wave mi of the target vessel, 3rd udmi peri-pci and side branch occlusion of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute integrity des were implanted in the rca. Patient suffered peri-operative target vessel myocardial infarction involving rca. No action was taken. Patient is recovering. Investigator assessed the event as not related to the anti-platelet medication but possibly related to the device. Sponsor assessed the event as not related to the anti-platelet medication but possibly related to the device.